Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged with cracks. Driveline sheath servicing was performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed cracks in the outer sheath, confirming the reported event. Visual inspection also revealed discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to ultraviolet (uv) light. If information is provided in the future, a supplemental report will be issued.